Manufacturer narrative:
Date sent: 09/11/2008. Information anticipated, but unavailable at this time.

Event description:
It was reported that three disposable devices appeared to malfunction during a single thyroidectomy procedure. Two devices were attached to the generator and tested. Part way through the initial test, the testing noise stopped, and the testing cycle could not be completed with both devices. Another device was then attached to the generator and the testing cycle completed. During the procedure, the device stopped working, and it was noted that part of the active blade had become detached from the device. It is unk whether the tip was retrieved. It was not available to be sent back with the device. A fourth device was then opened and used for the remainder of the case. No patient consequences were reported.